Event description:
Note: this manufacturer report pertains to the first of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-04513 and 3005099803-2011-04515 for a description of the second and third device. It was reported to boston scientific corporation that a navigator ureteral catheter was used during a procedure. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during a percutaneous nephrolithotomy (pcnl) procedure it was noted that the coating was coming off of the sheath of the device. A second and third of the same device was used and the coating was coming off of those as well. It is unknown if any of the coating fell into the patient and there is no information available on how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.